Event description:
(B)(6) clinical study; patient ID (B)(6). Following an index ablation procedure involving a intellanav stablepoint open-irrigated catheter was performed on (B)(6) 2022. It was reported that patient's pre-existing back pain worsened three days after the index ablation procedure with a probable relationship to the study procedure. Analgesics were administered. The event is still ongoing.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided it was determined that the ify indicates: "potential adverse events adverse events which may be associated with catheterization and ablation include: "chest discomfort" since the reported adverse events are known and documented in the labeling (including both short or long term known complications or adverse reactions), the most probable cause of known inherent risk of device.